Event description:
The MFR received info alleging a ventilator failed to charge its battery. There was no pat harm or injury reported.

Manufacturer narrative:
During the device evaluation at manufacturer's service center, a failure of the device to charge its batteries was found. The device's power management board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.